Event description:
It was reported that during a lap sub-total colectomy procedure, when the device was fired, the surgeon did not hear the crunch. The device was then fired for a second time and again there was no crunch. A second device was used to complete the procedure and worked as indicated. The patient received a planned ileostomy which is routinely done with this procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.